Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was 7.7 mmol/l. The customer stated that insulin pump had critical pump error. The customer stated that insulin pump beeping and unable to clear the alarm pump error 35. The customer stated that pump was not exposed to a high magnetic field. Advised the insulin pump requires replacement and to discontinue use of the insulin pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump error 35 unknown.